Event description:
It was reported that during a device changeout the right ventricular lead impedance was set to be unipolar yet the lead was a bipolar lead. The bipolar impedance had been low for some time. The lead will be programmed bipolar sensing and unipolar pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.